Event description:
The lateral movement of the precise table atm (automated table movement) was mis-calibrated in such a way that positive was changed into negative and vice versa. This allowed the displacement in the lateral axis to move in the opposite direction.

Manufacturer narrative:
The investigation into this incident is on-going at this time. Once the investigation is complete, elekta will forward additional information to the FDA.

Manufacturer narrative:
The manufacturer's investigation concluded that analysis of the site log files and calibration files showed that the lateral movement was incorrectly calibrated in the reverse direction by a hospital engineer. Since then this error passed a hospital qa check and treatments were delivered until it was spotted by a subsequent qa check. It was found that the wrong calibration procedure applied (single potentiometer as opposed to triple potentiometer) and reverse calibration values were inserted. One fraction resulted in a mistreatment. This is no clinical impact for this patient. Ifsns were released on 25th november 2013 regarding recommended quality assurance after a calibration procedure (B)(4). This is the manufacturer's final report.